Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message during the load process. Reportedly, customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was 121 mg/dl.